Event description:
The customer reports that a piece of "plastic" broke off the end of the instrument during a laparoscopic procedure. X-rays and CT scan performed, plastic not located, and is believed to still be inside of the patient. On (B)(6) 2010, risk manager reports via telephone that event occurred during a laparoscopic cholecystectomy. The surgeon saw the piece break off of the device. He was able to locate it and used another grasper to retrieve it but when attempting to advance it up through the trocar, the piece was lost in the patient. The physician intervened with an open procedure and was unable to locate the piece of plastic. The surgeon informed the patient of the event immediately after surgery. There is no known patient injury at this time.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.